Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The exact date is unknown, however, it was reported to be at the beginning of (B)(4) 2011. Reported event: probe fails to deliver energy. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, the gold probe device was connected to the generator, and placed down the scope; the gold probe device was not tested prior to placing it down the scope. When the physician attempted to cauterize, the gold probe device would not heat up. It was connected to another generator, but it still would not work. A second gold probe device was connected and used without further difficulty. Both generators were checked, and they worked properly. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, the gold probe device was connected to the generator, and placed down the scope; the gold probe device was not tested prior to placing it down the scope. When the physician attempted to cauterize, the gold probe device would not heat up. It was connected to another generator, but it still would not work. A second gold probe device was connected and used without further difficulty. Both generators were checked, and they worked properly. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device failed the load test. X-ray analysis revealed that a wire was detached from the body connector. The condition of the returned incident device was consistent with the complaint that the device failed to delivery energy. The evaluation attributed this to a detached wire in the body connector. Therefore, the most probable root cause is manufacturing. An investigation is underway to address cautery issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.